Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the tabs that attaches to the mating part was fractured off of the device and was not returned. The device also had numerous scratches, nicks and gouges over the entire surface. The device exhibits signs of extensive wear usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr the device broke inside of head trial. No delay or injury reported. A back up device was available.